Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a blood and 5-fu chemotherapy had been leaking from the patient¿s continuous IV pump. The leak had been stated to originate from the connection. The patient had been advised to return the pump to the infusion site upon discharge. The tubing had likely been disposed of. The continuous infusion had been initiated on (B)(6) 2025 with a total reservoir volume of 138 ml, administered at a rate of 3 ml/hr over a 46-hour period; the pump had not been used to prime the extension tubing, as the line had been manually primed using a syringe, and the patient had subsequently been advised to visit the emergency room and was admitted for monitoring due to skin irritation. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3 MFR establishment name: correction. D9: date returned to mfg.: 8/19/2025. H3 and h6. Codes: updated. Device evaluation: received one (1) used lock port and one (1) used administration set. As received, there was some dried residuals in the tubing that appeared to be crystalized. Attached the returned administration set to the pressure pump, unable to establish any flow in order to look for reported complaint of leaking. Unable to replicate or confirm customer complaint of leaking. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.